Event description:
It was reported that the device had a touchscreen issue. Not in use, no patient or user harm reported. During periodic maintenance, the service engineer (se) confirmed that the responded position was misaligned with the touched position; a calibration was performed, but the phenomenon was not improved. The se replaced the touchscreen to resolve the reported issue. The unit passed performance verification testing and it was returned to service.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Manufacturer narrative:
The touchscreen was returned to the manufacturer for failure analysis. The resistance measurements and resistance ratio test passed. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly.